Event description:
It was reported that difficult to irrigate and un-deployment issue were experienced. During insertion, the farawave pulsed field ablation catheter was properly flushed and prepped over the wire then deployed into flower configuration. The slider switch was difficult to use, and the catheter would not fully undeployed. The catheter was connected to the pressure bag and intermittent flow was observed at the proximal catheter end when inserted into the sheath. The pressure bag showed zero flow, and the catheter was removed from the body and replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis and the investigation is still in progress.

Event description:
It was reported that difficult to irrigate and un-deployment issue were experienced. During insertion, the farawave pulsed field ablation catheter was properly flushed and prepped over the wire then deployed into flower configuration. The slider switch was difficult to use, and the catheter would not fully undeployed. The catheter was connected to the pressure bag and intermittent flow was observed at the proximal catheter end when inserted into the sheath. The pressure bag showed zero flow, and the catheter was removed from the body and replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no visual abnormalities. During functional testing the guidewire was inserted but was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen and a kink near to the outer section of the hypotube. The reported allegations were confirmed.